Event description:
It was observed that during the device evaluation, the rigid video laparoscope had the image not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely that the most probable cause was traced to the video cable being broken, and therefore the image was not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.